Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the x1 pitch sensor on the loader. The fse ran a rack test and the customer ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2300 s. Loader step feed failure was the aia-900 needed to be adjusted.

Event description:
On (B)(6) 2017, a customer reported error 2300 s. Loader step feed failure on the aia-900 instrument. The customer had a rack jam and received the error message. The fse removed all racks, performed an all set home, and rebooted the instrument without error. The customer is unable to run patient samples on prolactin (prl), hba1c diabetes marker, follicle stimulating hormone (fsh), and luteinizing hormone (lhii). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, hba1c, fsh, and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.